Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g3, g6, h10. 1. Event description: it was reported that the patient was implanted on (B)(6) 2021 with an ncb femur plate. 5 weeks post surgery, patient slipped and experienced great pain in his right leg. He has subsequently fallen on the floor. X-rays revealed implant fracture. Patient underwent revision on (B)(6) 2021 for the same. Harm: s3 - bone fracture, s3 - pain or ache, moderate hazardous situation: fragments of an implant and/or bone are generated in vivo. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: the x-ray review shows the plate and the femur fractured, with the distal portion of both being displaced dorsally. Surgical report: the implantation report (dated (B)(6) 2021) has been reviewed, however no conspicuous findings relevant to the reported event have been identified. The revision report (dated (B)(6) 2021) has been reviewed and confirmation of the broken plate and femur was identified. 3. Product evaluation: visual examination: the visual examination confirms the reported event; it shows that the plate fractured into two pieces. The surface of the plate was found to have small scratches. Analysis of the fracture surface identified the type of fracture as fatigue fracture. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified the following deviations and/or anomalies: (B)(6). Ncr(s): no ncr with a potential correlation to the reported event was found. 5. Conclusion: it was reported that the patient was implanted on (B)(6) 2021 with an ncb femur plate. 5 weeks post surgery, patient slipped and experienced great pain in his right leg. He has subsequently fallen on the floor. X-rays revealed implant fracture. Patient underwent revision on (B)(6) 2021 for the same. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). It is noted that the patient experienced a fall prior to the onset of pain and discovery of device fracture. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received x-rays and other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on right side and underwent revision surgery due to implant fracture.